Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 05/16/2016. It was reported that patient underwent mesh revision on (B)(6) 2004 by dr. (B)(6) due to urinary retention.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and a cystocele. The patient underwent the concurrent procedures of cystoscopy and anterior colporrhaphy during mesh implantation. No additional information was provided